Event description:
Ous MDR - boston scientific received information that one week following the pacemaker implant, the p-waves were large, but not concerning. At the one month follow-up, the right atrial (ra) lead threshold measurements had increased and there was an issue of oversensing. A repositioning procedure was scheduled. During the procedure, the lead was disconnected from the device and tested. The testing revealed impedance measurements greater than 2000 ohms. The lead was repositioned and rechecked several times with an intermittently high impedance of greater than 2,200 ohms. The decision was made to explant the lead and implant a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the mechanical and electrical analyses proved to be within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.